Event description:
Information received indicated the head up section will not raise.

Manufacturer narrative:
The hill-rom technician replaced the CPR/et valve and purged the hydraulic system and the bed functioned to specifications.